Event description:
The customer's reported event occurred during a therapeutic procedure, which was completed using another device. Nothing fell into the patient and there were no complications.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10) and additional information received from the customer (b5). Based on the results of the investigation, the root cause could not be determined as the reportable malfunction was not reproduced. No broken components were identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the outer tube is bent. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer returned the telescope "oes elite", to olympus repair center for evaluation of broken components. There were no reports of patient harm.